Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was delayed in responding to presses and multiple, forceful presses were necessary for display to activate. Additionally, it was reported that the pump time was incorrect; cause was unknown. Data review by tandem technical support could not confirm the time discrepancy. Additionally, it was reported that the pump touch screen was unresponsive, and the pump volume was not enunciating and customer was unable to hear alerts and alarms notifications. The customer's blood glucose level was 150 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.